Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an upgrade the atrial lead dislodged when the cs sheath was being removed. When attempting to extract the lead manually the insulation broke approximately half way off. The inner wires were removed from the body and the physician decided to abandon the remaining portion of the lead. The patient condition is stable.